Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and slight pain on palpation. Treatment with topical antibiotic (specific date and duration not reported) was unsuccessful. Additionally, the patient requested repositioning of the implant to a lower location, as the original placement interfered with the patient's hair. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025, for an abutment removal. The implant fixture could not be removed due to firm osseointegration and was therefore left in situ and capped with a conical cover screw. A new implant site was created approximately 1 cm inferior to the original location, where a new implant fixture and abutment were placed.